Manufacturer narrative:
The complaint device was received and evaluated. Visual observations under magnification revealed the tip of the distal portion of the femoral awl is damaged, bent with a small piece broken off, confirming this complaint. This type of failure is typically observed with the device being dropped or hitting other metal instruments or excess force being exerted while used. This failure could be attributed to a user issue. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported that during an acl repair the tip of on his femoral awl 45 degree round broke off in the patient's bone when the surgeon was using the device to make a hole to mark the spot where he would be drilling. The broken 1mm piece was retrieved easily and no x-rays were needed. The surgeon completed the procedure with no patient consequences or delays.